Manufacturer narrative:
The device was returned to resmed for evaluation. Visual inspection of the device revealed contamination on the flow sensor and patient circuit adaptor. The device flow sensor was replaced to address the reported problem. (B)(4).

Event description:
It was reported to resmed that an astral device pressure alarm was triggered that could not be rectified. The patient was manually ventilated and placed on a backup ventilator. There was no patient harm or serious injury reported as a result of this incident.